Event description:
It was reported that an ilet user experienced repeated restart prompts accompanied by alert code 38 indicating motor stall, and multiple restarts did not resolve the issue while blood glucose was reported as 180 mg/dl and not affected. Symptoms included no reported clinical effects. Outcomes included no interruption in therapy requiring medical care and no hospitalization. Investigation included device history and complaint review with remote troubleshooting guidance to back up data and shut down the device for return. Investigation of this case revealed a suspected stalled motor consistent with a device mechanical or drive component malfunction, leading to device replacement while awaiting return of the original unit for further assessment. It was concluded that the cause was a device mechanical failure of the infusion pump drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.